Event description:
Healthcare professional reported a right side possible slow leak and exchange due to concern with the product. Additionally, healthcare professional reported breast implant illness symptoms, not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified yellow particles and creases flat. Leak test and microscopic analysis was performed which identified no leak. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is no leak was observed in the device.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side possible slow leak and exchange due to concern with the product. Additionally, healthcare professional reported breast implant illness symptoms, not related to the device. Device remains implanted.